Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet bionic pancreas battery depleted while the patient was sleeping, with a last reported glucose level of 200 mg/dl, and the caregiver was advised that a full recharge could take up to two hours before being transferred for dosing guidance during charging. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no reported medical interventions or hospital care. Investigation included troubleshooting and education by customer support and assignment for additional training. Investigation of this case revealed user guidance was provided on charging expectations and interim management, with no device malfunction or component defect identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.